Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not stop beeping and it was blank was not turn on. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was at the pool earlier and the insulin pump may had been wet for 2 minutes and found a crack at the battery side of the insulin pump. The device will be returned for analysis.